Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump froze while using it and was requesting another insulin pump. Customer's blood glucose was unknown. Troubleshooting could not be performed as customer did not have insulin pump. Customer would be calling back.